Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred toward the beginning of a routine hemodialysis treatment. The operator did not see air in the venous line or the top of the dialyzer. While troubleshooting the operator removed two 20cc syringes of blood with no air present, however she chose not to perform rinse back of the patient's blood, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is due to the operator not performing rinseback of the patient's blood following an unrecoverable alarm. The user's guide instructs the operator to return the patient's blood if alarms cannot be resolved promptly. No problems were found with the returned cartridge. Evaluation of the returned cycler determined that the venous air sensors were functioning intermittently and may have contributed to the reported alarm. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified and provided additional training regarding troubleshooting alarms and returning the patient's blood. Nxstage medical considers this report closed. No add'l info will be provided.